Event description:
It was reported during use of the product a no message alarm went off. No patient injury. No additional information.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation